Event description:
The customer reported the ventilator was falling during testing, due to an inhalation autozero failure. The respironics service technician verified the event, and reported the ventilator also failed testing due to an exhalation autozero failure. The ventilator was not in use, therefore, no patient involvement.

Manufacturer narrative:
The respironics service technician verified the reported problem. The service technician replaced the sensor board. The service technician performed performance verification testing, and the ventilator operated to specifications.